Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 5f exoseal came out together when the exoseal was retracted. So, hemostasis was failed and manual compression was progressed for 15 min. There was no reported injury to the patient. The exoseal was stored, prepared and used by instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be =5 mm, and there was no stenosis greater than 50% at or near the puncture site. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. A 5f non-cordis sheath was used. No resistance or friction was experienced while advancing the exoseal vcd through the sheath, and there was no difficulty connecting the vascular sheath introducer with the device. The exoseal vcd was securely locked with the introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to solid black. No red color was observed in the indicator window during retraction. The deployment button fully depressed without requiring excess force. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device will be returned for evaluation.